Event description:
The following info was reported: sealant did not deploy after shuttling, sheath pulled back exposing black wire. Sealant came back up with the shuttle. Manual compression was applied for 30 minutes. The pt was not hospitalized. Procedure: peripheral.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.